Event description:
On an unknown date, a gore propaten vascular graft was implanted as a below-knee lower limb bypass. On an unknown date, the graft was explanted due to groin infection. Further investigation is pending.